Manufacturer narrative:
Correction- (serial #), (UDI #).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) levels ranged from not impacted to 463mg/dl and a correction bolus was delivered to address the high bg level. The customer changed out their supplies to clear each occlusion alarm. It was reported that the customer believed that the occlusions were due to the insulin having a gel-like consistency but could not confirm this. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.